Event description:
Customer reported blood glucose result of 182 mg/dl obtained on the compact plus system. Customer states this result was stored as 87 mg/dl in the meter memory. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.